Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported that she woke up with pain in her incision area. She spoke with the healthcare provider (hcp) about this and they advised her to turn stim down for an hour. It was also reported that she was going to the hcp¿s office to see if she had an infection. She was on day 8 of advance evaluation (ae).

Manufacturer narrative:
Additional review indicated that patient code (B)(4) is no longer applicable to the event.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the unit may have been on too high. The site was examined to ensure there was no evidence of an infection. There were no concerns for infection. The unit was turned down.